Manufacturer narrative:
(B)(4). D10: medical product: cement shield hinge service kit size f: catalog#00585007516, lot#64812403; right size f cemented option femoral component: catalog#00588001602, lot#64695386; 15mm diameter 30mm length straight stem extension combined length 75mm: catalog#00598801215, lot#64560563; size 4 precoat cemented tibial component: catalog#00588000400, lot#65069785; all poly patella cemented 35mm diameter: catalog#42540000035, lot#64995552; unknown stryker cement: catalog#ni, lot#ni, qty#3; unknown stryker cement restrictor: catalog#ni, lot#ni, qty#2. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient had a right total rotating hinge knee arthroplasty performed and subsequently underwent two revision surgeries due to disassociation of the hinge post extension as well as a quadriceps tendon repair procedure. It was reported that the patient has continued to experience significant pain which interferes with ambulation and daily activities for two (2) years following the most recent procedure. No additional medical intervention has been reported to date to address the continued pain. All available information has been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; d1; d2b; d4; g3; g4; h2; h11. The device history record of the updated item number was reviewed and no discrepancies related to the reported event were found. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H10: multiple reports were submitted for this event. 0001822565-2024-03388, 0002648920-2024-00333, 0001822565-2024-03387, 0002648920-2024-00334, 0001822565-2024-03386. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Operative notes were provided and reviewed by a hcp stating that the patient had underwent an initial right total rotating hinge knee arthroplasty and subsequently underwent 2 revisions to address disassociation of the poly and hinge component, which caused instability. Three weeks after the second revision, the patient returned to surgery for a quadriceps tendon report. Legal documents confirm the patient continues to experience severe pain, significant difficulties with ambulation, and decreased ability to perform daily activities, which have been ongoing for more than 2 years postoperatively. These ongoing symptoms are classified as a serious injury due to their prolonged impact on the patient's quality of life. The reported event is not confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. According to the instruction for use "nexgen® complete knee solution - rotating hinge knee" (87-6203-904-99 en rev. G), "to properly match the components, the femoral and tibial component size must both be reflected on the articular surface label. Mismatching may result in poor surface contact and cause pain, greater wear, implant instability, or otherwise reduce implant life." Additionally, the "nexgen® rh knee primary/revision surgical technique" (97-5880-002-00 rev0220) outlines compatible combinations. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.